Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020 with confusion. The patient was found to have a urinary tract infection and a positive blood culture for (B)(6). After additional studies, the patient was found to have a pump pocket infection and became septic. The patient was started on IV vancomycin and deemed not a surgical candidate. The patient and family ultimately chose to move forward with palliative care. The patient passed away on (B)(6) 2021 under hospice care. The device will not be returned.